Event description:
Healthcare professional reported a "left side deflation." Healthcare professional additionally reported left "valve leaking". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: two opening observed on posterior and radius side assessed as surgical damage. ¿ valve leak and/or damage: no observed. Additional observations: ¿ wear abrasion observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported left "valve leaking".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a "left side deflation." Device remains implanted.